Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified left forearm vein. After a 0.018-100cm fuga guidewire crossed the lesion, a 5.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.